Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tried to calibrate the armrest motor multiple times, but the issue persisted. The fse replaced the motor module in the console to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, ergonomic faults were experienced on a dual console system. On one of the consoles, an error occurred with the armrest, prompting the user to disable or restart the system. The caller attempted multiple hard reboots, verified the brakes were down, and repositioned the armrest, but the error persisted. The technical support engineer (tse) reviewed the system logs and confirmed the presence of error code 23055 related to the armrest. The customer decided to proceed with the case using the other console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the ergonomics on the da vinci 5 surgeon console in 6k)r3 stopped working at the beginning of the case and would not go down in height. Since that time, a new motor was ordered and installed into the unit. It is now in operation.

Manufacturer narrative:
Further investigation from engineering was performed on the returned motor module. They hooked up the power supply brake released fixture to the motor module and turned the ballscrew to see if the motion was smooth. This was also done without the brake engaged and the motion was smooth. The gritty, friction motion was detected in a certain rom as the ballscrew was rotated which seemed to point to the brake while it was engaged. After removing the encoder, brittle metal flakes were also noticed on one of the screws prior to taking apart the full brake. Marring was observed on the red friction material and center metal plate. There was a concern that the air gap did not seem even between the friction material and grey plate. The drawing calls out an acceptable air gap of 0.003" to 0.009". The inserted shims between the friction material and grey plate on the RMA brake unit and a known good unit to compare. Right away, they noticed a black powdery material collecting on the shims. For a 0.003" shim, it was able to pass on all 3 sides of the screws to the other side on the known good unit as well as the RMA unit, but not without a bit of a gritty feel and the powder coming away onto the shim. The known good unit remained clean. The same process was repeated at 0.004" shim with similar results and for a 0.005", it was able to pass through the known good unit in two locations with a bit more resistance in the other location. For the RMA unit, the shim was not even able to enter the air gap on one side. This issue has been seen before in production. The original equipment manufacturer informed engineering that they use a stress relieving process on the brake components prior to the nitriding process that could leave small particulates in a powder form that then become brittle flakes during the nitriding process. From these findings, failure analysis concluded that the brake assembly is the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The motor module was analyzed and found to have a brake issue where the brake was sticking. The root cause is due to the brake sticking in the armrest motor module.

Event description:
Refer to h11 for follow-up information.